Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the analyzer, cleaned the electrodes, ion-selective electrode (ise) tower, and internal water container. He also performed ise service maintenance. The investigation determined that the event is related to customer maintenance. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The customer also alleged recurring calibration failures. The investigation is ongoing.

Event description:
The initial reporter received questionable electrode, sodium results from multiple patient samples tested on the cobas integra 400 plus. The reporter stated that there is about a 7 mmol/l variance between the patients' initial and repeat results. One patient sample with discrepant results was provided: the result from another cobas integra 400 plus analyzer was 137 mmol/l. The result from the analyzer in question was 129 mmol/l. The result from the analyzer in question was 130 mmol/l.